Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch when charging. The customer did not receive any alerts or alarms at the time of the event. Blood glucose was 180 mg/dl. The customer continued to use the pump for insulin therapy.